Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed due to window and lcd damage. Pictures were taken. A receiver charge and test was not performed due to the lcd being damaged. A receiver boot tests was performed and failed due to the lcd being damaged. A receiver touch screen manual test was performed and failed due to the lcd being damaged. Functional tests were not performed due to the lcd being damaged. The receiver log was not downloaded and reviewed due to the receiver not turning on. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.